Manufacturer narrative:
(B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system continu-flo solution set backflowed. A primary bag of lactated ringers (dose and infusion rate not reported) was infusing via a baxter sigma pump. A secondary infusion of clindamycin at 100 ml/hr (over 30 minutes) was initiated. The primary bag was dropped per standard protocol. After an unreported amount of time, the nurse observed what appeared to be ¿backflow or bubbling¿ into the primary bag¿s drip chamber during the secondary infusion. The secondary infusion was stopped and the primary fluids were restarted. There were no alarms noted. The second dose of clindamycin was started early with a new set up. There was no patient injury or medical intervention associated with this event. No additional information is available.